Event description:
The facility clinical practice educator reported to baxter (B)(4), a continu-flo set that was leaking while infusing vancomycin. There was a patient involved, but there was no report of patient injury or medical intervention in association with this device. There is no additional information.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted. Since the product code and lot number of the device involved are unknown, a 510k number cannot be provided.

Manufacturer narrative:
(B)(4). Additional information: the sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review could not be completed as the lot number was not provided by the customer.